Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for issues unrelated to their blood glucose. The customer's blood glucose level was not recorded. The customer stated that they had issues with a blank display screen. The customer was assisted with trouble shooting the pump. The result was that the patient needed to put new batteries in the pump. The customer was assisted with reprogramming the insulin pump and needed no further assistance. No further information was provided.